Manufacturer narrative:
A replacement pump was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2017, that her pump in style advanced breast pump felt like it was not pulling. She stated that she was getting clogged duct and was diagnosed with mastitis, and prescribed dicloxacillin.

Manufacturer narrative:
The pump in style was received on (B)(6)2017.  The attached product evaluation revealed that the pump passed all functional test and operated within specification.  The technician noted in the evaluation that the valve was broken and had residue on it.  In follow up with a medela clinician on (B)(6) 2017, the customer stated that she finished her prescription on (B)(6) 2017.  In follow up with the customer on (B)(6)2017, the customer stated she is felling better and the new pump is working well.